Event description:
This pi is for revision of the patient's left hip on (B)(6) 2022. While providing information for revision of the patient's left hip on b)(6) 2022, rep provided a usage sheet from a prior revision on b)(6) 2022. Reporting rep was not present for the procedure, but a stryker rep was present. Patient was revised due to dissociation of the constrained liner from the shell. Surgeon decided that the patient did not have enough offset. A restoration modular proximal body (implanted b)(6) 2020), and a constrained liner and femoral head (implanted b)(6) 2021) were revised. The shell (implanted b)(6) 2020) was not revised. Rep confirmed that no further information will be released by the hospital or surgeon.

Manufacturer narrative:
Reported event: an event regarding incorrect selection involving a restoration modular body was reported. The event was not confirmed. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: no medical records were received for review with a clinical consultant. Product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the patient was revised due to disassociation of the liner from the shell. The surgeon also decided that the patient did not have enough offset and revised the restoration modular body and metal head. The exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, pathology reports, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.